Event description:
It was reported that the patient's generator was replaced due to battery depletion. Historically, the explant facility does not return explanted products; therefore, product return is not expected to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's vns generator was turned off due to the patient experiencing discomfort. The patient was referred for generator replacement. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.